Manufacturer narrative:
D10 concomitant products: vlfx8gen, energy platform vlfx8gen fx series (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in between the surgery, the patient had 1st degree burn in thigh area where the rem pad was placed. The facility fully checked the unit using esu analyzer and est equipment and found that here was no issue with the generator. All values were within safe operational ranges, and the unit passed all functional and safety tests. There was no treatment given at the burnt site.